Manufacturer narrative:
Results: based on the photos received, this appears to be epoxy splatter. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that the consumer noticed glue chipped off at the 19 g bd¿ needle connection. There was no report of injury or medical interventions.